Manufacturer narrative:
Based on the information available, it appears that excessive force may have been exerted while removing the nanofx guide wire, causing the it to break. The broken piece was retrieved from the patient and was discarded. The case was completed without any harm to the user or patient. Difficulty in removing the needle following impaction has previously been reported. A thumb tab accessory device to help ease the removal of the wire from the bone was being introduced at the time the incident occurred.

Event description:
Surgeon inserted the nanofx guide wire into the subchondral bone successfully throughout the procedure. Following the last impaction, the nanofx guide wire became stuck in the bone. While trying to remove the nanofx guide wire, it broke approximately 5mm from the tip. However, the surgeon was able to successfully retrieve the broken piece from the patient's bone. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form (B)(4) (observations), received during our FDA inspection held in (B)(6) 2015.